Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, while placing the his lead, it became stuck in the right ventricular (rv). A lot of effort was performed to retract and remove the lead, but the lead was not possible to be removed. It was too risky to proceed with pulling attempts to remove the lead. The lead remains in use. However, it was not in the desired position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was explanted.